Event description:
Information was received indicating that the o2 lever to a smiths medical pneupac parapac ventilator was noted to be broken and rattling around. There were no reported adverse effects.

Manufacturer narrative:
One pneupac ventilator was returned for analysis. The manometer was found to be out of specification and the device had external damage. The reported rattling noise was also confirmed. The housing, manometer, o2 switch, and battery holder were replaced along with other components to resolve the issue. Preventative maintenance was performed as well.